Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
A service engineer investigated a low pressure alarm in a compressor mini. A faulty capacitor causing the fuse to burn was found. A hole in the tubing was also found. After replacement of the tubing and capacitor for the motor, the compressor was running as expected and the device was returned back to clinical usage. The faulty capacitor was sent back for further investigation. The tubing was not sent back, but an attached image confirmed broken tubing. The returned capacitor was placed in a reference compressor mini. When trying to turn it on, the fuse broke immediately. The fuse was replaced and reference capacitor used. The compressor started again according to specification. When the motor in the compressor can¿t start, it will not compress air and low pressure alarm will be generated. Leaking compressor tubing may also lead to poor air supply and will also cause low pressure alarm. Note that the compressor tubing that has to be replaced during preventive maintenance (pm). Compressor tubing is replaced when performing 10000 hour maintenance. In this case number of hours and time since latest preventive maintenance has not been provided. When any of the above events happen, the compressor will not be able to supply the ventilator with sufficient air pressure. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. If the compressor is used as a back-up air supply it may fail to deliver air when needed. The ventilator will switch to pure oxygen delivery if the air supply fails and alarms for high oxygen concentration will be generated. If no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. The root cause of why the capacitor failed has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).